Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient on 2017-03-31 reporting that no further actions are planned because the patient had other medical issues that need to be taken care of first. The patient has sciatica which was unrelated to the device. Before the device was implanted the patient had 3-4 falls as the patient was in their (B)(6) and tripped easily over objects. After implant, the patient fell again which was due to the unrelated sciatica and was not related to the device. Due to all of the unrelated falls the patient had a small fracture in possible their l4, l5. This caused a lot of pain which was described as severe, shooting pain. The device was turned off as a precaution to make sure the pain was not coming from the device. It was confirmed that the pain was not coming from the device as the pain was there even after the device was turned off. The pain was then determined to be due to a fracture. The pain was their primary issue with the implanted device now becoming a secondary issue. The patient had been in the hospital due to the falls and pain. The device was not charged at all during that time in the hospital so now the device was completely depleted. However, it was reported that they were not worried about the device right now. The patient was going to have a health care professional (hcp) appointment on (B)(6) 2017 and bring the patient programmer with them. It was reported that the patient¿s weight was around (B)(6) pounds. No further complications were reported.

Event description:
A consumer reported issues with adaptive stimulation. The implantable neurostimulator (ins) was shutting off what position the patient was in. Troubleshooting was offered but the caller was not with the patient at the time of the call. Reviewed the need to place the patient in position and leave for 3 minutes. The caller thought he only had to wait 1 minute. Recently, the patient¿s health history changed. The patient had fractures in the low back part of their spine so they had a procedure done to mend things back together, due to extreme pain. They let the ins go down to 20% and charged it back up. They tried to use it again, stimulation had changed. With a high pain level, the stimulator was acting reverse. The caller lowered the levels but instead of staying, it amped up and they had to turn it off. The device has been off for one week. The ins was not helping with the new pain and had not been working right since the new pain started. It was adding more pain for sciatica. The patient was in the hospital for 2 weeks. The caller reported that they had left the patient in position for 1 minute, but it was reviewed that the patient needed to be left in position for 3 minutes for it to register. The patient was at a 10 for pain. The caller stated they needed to recharge the ins, as it was low. The caller was redirected to the healthcare provider who manages the implant. No further complications were anticipated. The indication for implant was spinal pain.